Manufacturer narrative:
The insulin pump functioned properly noted and passed displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test. No motor error alarm and the motor passed motor test. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The company representative reported via phone call that the insulin pump alarmed motor error. The blood glucose readings were unknown.